Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was for a while when they went to group b in one of the programs to check the intensity levels it would read a certain intensity level, then a couple days later it would all be different numbers like 3.3 and 3.6 for the therapy it was changing the intensity itself. The pt did not know if they had adaptive stim on. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt contacted their hcp office who was going to email the reps that work with the office telling them to contact the pt. Pt noted prior to this issue right after they got implanted there were problems with the batteries draining real quickly (pt believed the ins and the controller battery) so 6 to 8 weeks ago the pt sat with a rep who reprogrammed the therapy and they took care of it. They now only recharged the battery's every 3 days instead of every day.